Event description:
A patient was found dead while wearing a resmed ultra mirage full face mask connected to a philips-respironics harmony s/t ii flow generator (bipap). The bipap device was not working at the time the patient was found.

Manufacturer narrative:
Resmed was made aware of this event by a phone call from a representative at philips-respironics. The representative informed resmed that the event occurred in (B) (6) and was reported to the local authorities. (B) (6). Per the (B) (6) report, the patient was found lying dead in bed with their mask in place; however, their bipap device was off at the time. Based on the report, the gp was unable to determine the exact cause of death. Resmed is currently in contact with philips-respironics and attempting to get both devices returned from the family. Once the mask is received at resmed, it will be inspected and functionally tested. Resmed will then provide a follow-up report with additional information relating to the investigation. Note: the ultra mirage full face mask is designed with an anti-asphyxia valve (aav) that allows the patient to breathe atmospheric air in the event of flow generator failure. The aav is designed to meet the requirements of (B) (4) (standard specification for ventilators intended for use in critical care) and (B) (4) (standard specification for electrically powered home care ventilators, part 1-positive-pressure ventilators and ventilator circuits) with regard to expiratory and inspiratory resistances.